Event description:
Additional information received approximately two weeks later via the consumer reported they had notified their managing physician regarding their previously reported symptoms. The patient was not aware of any circumstances that may have led to the previously reported symptoms. The patient noted the symptoms were "sudden, painful." After a week of no elimination, there was sudden diarrhea, and then constipation again. Steps taken to resolve the severe constipation, bowel movement, lack of therapy, intermittent stimulation, and blood from the rectum involved stool softener, lots of nectar, lots of water, and walking. It was indicated "yes and no" when asked if the issues/symptoms had resolved. The patient noted her daily routine included benefiber.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had severe constipation and bleeding from the rectum. They stated they hurt. It was also reported they had no therapeutic benefit, no bowel movement, were incontinent whenever they stood up, and had intermittent stimulation sensation since implant. The patient was taking a stool softener and had increased the setting in order to feel stimulation; however, they would only feel it for about 5-10 minutes after adjusting. There were no falls or trauma related to the reported issues, and the intermittent stimulation wasn't related to positional movement. It was noted that the reported issues were sudden. The patient stated they hadn't been doing anything physical and the nurse had come to the house to check the bandage and incision site. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.